Event description:
Caller reported obtaining the following blood glucose values from his compact plus system (system 1) and his mobile system (system 2): 5.7 mmol/l or 6.2 mmol/l on compact plus (system 1) compared to 2.8 or 3.1 mmol/l on mobile (system 2). Caller also reported receiving 3.5 mmol/l on the mobile system (system 2) and 6.0 mmol/l on compact plus system (system 1). No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.

Manufacturer narrative:
(B)(4).